Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer received an occlusion alarm. There was no reported impact to customer's blood glucose level.